Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the sample was not returned; therefore, a visual inspection could not be performed. Functional/performance evaluation: the sample was not returned; therefore, a functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the pta balloon expandable stent allegedly dislodged from the balloon as it was being inserted into the valve of the introducer sheath. Reportedly, the health care provider was able to position the stent approximately half way back onto the balloon and then advanced the balloon to the lesion site. The hcp deployed the first half of the stent. The hcp then repositioned the other half of the stent on the balloon and successfully deployed the other half of the stent. The procedure was successfully completed with the original stent. There was no reported patient injury.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure, the pta balloon expandable stent allegedly dislodged from the balloon as it was being inserted into the valve of the introducer sheath. Reportedly, the health care provider was able to position the stent approximately half way back onto the balloon and then advanced the balloon to the lesion site. The hcp deployed the first half of the stent. The hcp then repositioned the other half of the stent on the balloon and successfully deployed the other half of the stent. The procedure was successfully completed with the original stent. There was no reported patient injury.